Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the caller is a home health nurse and indicates that the patient has had a loss of therapy resulting in increased unbearable frequency for about a week. Technical services walked the hcp through the use of the patient¿s programmer and it was discovered that the therapy had been turned off. The hcp was walked through turning the therapy on and adjusting the therapy, and patient will evaluate symptoms. Patient was scheduled to see their doctor on (B)(6) 2018. The caller and patient did not know that the therapy had been off. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they were not sure why the device was off. It was also noted that therapy had not really been restored after the device was turned back on; when they first had the device is worked really well, but they are having trouble with frequent urination and are currently being treated for a (B)(6) . No further patient complications are anticipated or expected as a result of this event.